Manufacturer narrative:
Device evaluation is in progress. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27 mm pericardial mitral valve, implanted eleven (11) years and one (1.63) month, was explanted due to mitral regurgitation secondary to decreased anterior leaflet motion. This valve was originally implanted for mitral valve replacement to correct mitral stenosis. After implant duration of approximately 11 years, respiratory difficulty on exertion appeared. The patient was hospitalized for heart failure and structural valve deterioration was detected at detailed examination. The device was explanted and replaced with a 25 mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at a general ward of the hospital.

Manufacturer narrative:
Additional manufacturer narrative: the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Evaluation summary: customer report of regurgitation was visually confirmed due to leaflet tear. Leaflet 1 had a 6mm tear along commissure 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the outflow aspect. Host tissue fused leaflets 1 and 2 by 4mm near commissure 2 on outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact. Minimal calcification was observed on leaflet 2, however appeared to be located on the host tissue. Serrated marking were observed on leaflet 1 near the free margin and commissure 1 at the inflow aspect.